Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 490 mg/dl. Troubleshooting was done. Customer reports the alarm was resolved by a complete set change. Customer does not want to return the infusion set or the reservoir for analysis. Advised customer to call when the alarm occurs in order to troubleshoot. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.